Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing a thumping sensation in their chest. The following physician confirmed that there were no product performance issues; however, the patient was experiencing phrenic nerve stimulation. Reprogramming was completed and the lead remains in use. No further patient complications have been reported as a result of this event.